Event description:
It was reported that the patient underwent a surgical procedure to replace the right cylinder of this inflatable penile prosthesis (ipp) due to fluid loss with a connector puncture. The existing cylinder was removed and a new right cylinder was implanted. There were no patient complications. The explanted cylinder is expected for return.

Manufacturer narrative:
Product investigation: the cylinder components were returned and analyzed, and the reported allegation of fluid loss secondary to connector puncture was not confirmed via product analysis. The ams700 cylinders were visually inspected and functionally tested. No leak was found; they performed within specifications. No connectors were received. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The allegation was not confirmed as the cylinders performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to replace the right cylinder of this inflatable penile prosthesis (ipp) due to fluid loss with a connector puncture. The existing cylinder was removed and a new right cylinder was implanted. There were no patient complications. The explanted cylinder is expected for return.